Event description:
This is (B)(6) patient with a history of severe cardiomyopathy and ventricular tachycardia. The patient had an ICD implanted in (B)(6) on (B)(6) 2003. It was recently recognized that the patient's defibrillator reached eri (elective replacement indicator) and arrangements were made for device replacement. Given the patients symptomatology of class iii to class IV congestive heart failure and the dependence on ventricular pacing the recommendation was made for an upgrade of bia device to a dual chamber unit, the new ICD generator implanted is a insync (B)(4), model 7304, (B)(4).